Event description:
It was reported that during an unrelated implant procedure, the right atrial (ra) lead dislodged. The physician repositioned the lead to resolve the event and the patient was stable with no adverse consequences.